Event description:
On 11/23/94 distributor learned from the hosp that the ventilator's front panel display went blank and became inoperative while on a pt. The pt was "bagged" and put on another ventilator, and the pt was not affected by the incident.